Event description:
It was reported that tip detachment occurred. The patient presented with coronary artery disease. A 182cm luge guidewire was selected for use. However, the guidewire became kinked, and its tip came off into the patient. An attempt was made to snare the detached tip, but it was unsuccessful. The detached tip was left in the vessel, and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: visual inspection revealed the body of the guidewire was kinked. The kinks on the body were measured from proximal to distal and the distance where the kink was found 1-30.0 inches. The distal tip was observed detached and was not returned for analysis. The total length of the guidewire was within specifications, even though the distal tip was detached.

Event description:
It was reported that tip detachment occurred. The patient presented with coronary artery disease. A 182cm luge guidewire was selected for use. However, the guidewire became kinked, and its tip came off into the patient. An attempt was made to snare the detached tip, but it was unsuccessful. The detached tip was left in the vessel, and the procedure was completed with another of the same device. No patient complications were reported.